Event description:
It was reported that a user experienced prolonged high blood glucose while using the ilet, with levels reaching 401 mg/dl or higher for approximately 24 hours, which resolved after the family changed infusion supplies and resumed delivery; the family suspected a possible insertion or cannula issue but could not confirm. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications, and no ketone testing was performed. Outcomes included the need for user-initiated corrective action and use of unspecified backup therapy, with return to in-range glucose after supply change and no medical intervention or hospitalization. Investigation included follow-up with troubleshooting and education, assessment of infusion set performance, and collection of a blood glucose questionnaire. Investigation of this case revealed that the device functioned after supply replacement and that a transient infusion-related issue such as a kinked or occluded cannula or site problem could have contributed, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.